Event description:
The anesthesia dept has found mulitple anesthesia breathing circuits with cracks in the elbow that connects the circuit to the pt. This crack was initially identified while doing pre-anesthesia checks on the anesthesia machines. Attempting to deliver positive pressure to the circuit results in massive air loss through the cracks. Because this was identified prior to pt care no adverse outcome has happened, however rptr has discovered the same crack in numerous circuits. This crack could be disastrous if undetected or developed during pt use. Theoretically rptr would have a pt who was unable to breathe for themselves and they would not be able to deliver breaths to them because of the leak in the circuit. The co has contacted rptr concerning this issue and given rptr a complaint number and a point of contact.